Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the air/water (aw) channel was confirmed, and believed to be infacol (simethicone), however, the investigation was not able to identify the material. The root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light cover glasses were chipped, the light cover glasses adhesive was pitted, the optical cover glass adhesives was pitted, the distal end adhesive was lifting, the control body colored ring was worn, the down/right angulation was out of specification, the up/down/left/right angulation had play, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a stiff wheel - angulation. The issue was found during reprocessing. Inspection and testing of the returned device found that the air/water channels were not clear and remnants of a white crystalized contamination was evident. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.